Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that there were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the patient no longer experiences effective stimulation due to an unrelated surgery taking place in which surgery mode was not used prior to the surgery. Patient had effective stimulation prior to the unrelated surgery. The implantable pulse generator (ipg) was unable to be connected to as well while trouble shooting. Surgical intervention is anticipated in the near future. No further information is available.

Event description:
New information received states that the device was explanted, and a new device was implanted. Effective therapy was restored post procedure. No further information is available.